Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while preparing for a ptca/stent procedure, the stent became dislodged from the stent delivery system (sds) during insertion through the rotating hemostatic valve. A new sds was used to complete the procedure. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, and there was contrast in the balloon and in the inflation lumen. The protective sheath was not returned with the sds. The stent was mislocated and it was no longer stationary on the balloon. The stent was located proximal to the balloon over the outer mumber with the distal end of the stent located over the proximal balloon marker. There was no damage noted to the stent. The balloon was loosely folded. There were crimp marks on the balloon between the balloon markers. The soft tip was bunched and bent, as well as strectched and torn. There were bends in the hypotube 5 mm, 33 cm and 86 cm distal to the distal end of the strain relief tubing. There was no other damage to the sds noted. Using a laser micrometer, the stent outer diameters were measured and none of the measurments met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged when attempting to enter the rotating hemostatic valve (rhv). The quality assurance technician analysis did confirm that the stent was mislocated and no longer stationary on the balloon. The stent was positioned proximal to the balloon over the outer member with the distal end of the stent located over the proximal balloon marker. However, there was no damage to the stent and there were crimp marks on the balloon between the balloon markers, indicating that the stent had been properly positioned. The stent outer diameter dimensions were oversized, but because the stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of mislocation as it is expected that the stent would expand during travel over the balloon. Additional damage noted was the fact that the tip was bunched, stretched, and torn. This is consistent with becoming caught on and encountering resistance with the rhv during insertion. Also, there were three bends in the hypotube. There was no mention of this in the reported procedure information and may have either occurred during the procedure or from handling during the packing of the device for shipment back to abbott for evaluation. It should be noted that the returned device had contrast in the balloon and inflation lumen, confirming that the device was prepared for use, but the balloon was also loosely folded when returned. This indicates that the balloon had been pressurized at some point. If the balloon had been inflated at all before insertion into the rhv, this could have caused the stent to slightly expand, and it could then travel off the balloon if it met resistance when entering the rhv. Based on the available information and analysis of the returned device, a conclusive root cause for the stent mislocation cannot be determined. Product performance engineering will trend and monitor the incident circumstances. A review of the lot history record did not reveal any non-conformances associated with this product lot. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the quality assurance department.